Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that she doesn't know if patient services can help her and noted that she does not know where the card is for the "local person". The patient reported that last week, she "sneezed very hard". The patient reported that because of the sneeze; she had a really sharp stabbing feeling. The patient stated that she felt this on the inside of the groin where the stimulation is felt. The patient reported that prior to the call, she ran her finger across the whole area, and noted it felt like she was "jolted". The patient stated that she turned the stimulation down. The patient reported that she was still having some issues, "like about eight every so often". The patient noted that she will see a healthcare provider (hcp) next wednesday to check the interstim, but her reason for calling now was to see if patient services could offer any suggestions for her prior to meeting with her hcp. Patient services asked for clarification on what the patient meant by "issues". The patient explained that she was not seeing symptom improvement from the interstim, and noted that she has good days and bad days with her symptoms. The patient stated that the day of the call had been better than most days, but the good days are not consistent. The patient stated that she had noticed this problem ever since the sneeze. The patient reported that she wants to say the sneeze occurred last tuesday. The patient noted that she wears pads and takes toviaz for her active bladder. The patient reported that the sneeze occurred from allergies or a sinus infection, but noted that she was not sure. The patient stated that it was maybe two weeks ago, but reported that she had been sneezing and experiencing "hoarseness" a week ago. The patient reported that she knows she needs to have the stimulation intensity higher, but she needed to cut it back because the stimulation provided a dull aching feeling for the patient. The patient stated that she experienced this last week from the sneeze, and noted it was at first "sharp" and "uncomfortable". During the call, the patient programmer (pp) showed that stimulation was on, and it was on program 2 at 2.05v (and that she was previously on 2.15v). The patient stated that she wanted to try program 3. The patient confirmed that she was able to switch to program 3 and increased stimulation to 1.85v which she said she comfortable and in the bicycle seat area. While the patient was increasing stimulation past 1.2v on program 3, the patient asked if she was "numb" (patient services was under the impression that the patient wasn't making an allegation of numbness, but only stating that she wasn't feeling stimulation yet). The patient then increased stimulation further to 1.95 and confirmed it was still comfortable. The patient was redirected to follow up with their healthcare provider (hcp) to interstim implant. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.